Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the electric pen drive device seized, jammed and heavy moving. It was further determined that the device failed pretest for the following assessments: check function and direction of rotation, check function with test hand switch, and check function with foot pedal. It was noted in the service order that the device did not work before use on a patient while in use with two battery oscillator devices. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.